Event description:
The report from the descover database indicated that approximately eleven (11) months after the index procedure the patient had a peri-stent restenosis of a previously implanted cypher stent. The restenosis was reported to be in the mid left anterior descending (lad). The restenosis was treated by ptca using a cutting balloon and by implantation of a taxus stent.

Manufacturer narrative:
The index procedure was an elective procedure. The indication for the procedure was an acute non-st elevation mi without shock. The patient's ejection fraction (ef) was reported to be 50% and the patient was reported to have >=50% stenosis in the left anterior descending (lad), circumflex, and right coronary artery (rca). Two lesions were attempted during the index procedure. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: native vessel, vessel diameter 3.0 mm, a 99% stenosis, 10 mm in length, and de novo. The lesion was pre-dilated. A cypher 3.0/23 mm stent was implanted. Angiographic success was achieved. The residual stenosis was 5%. The flow post-procedure was timi 3. There were no reported patient complications. Lesion #1-2: the target lesion the mid rca. The lesion was reported to be: native vessel, 3.5 mm in diameter, 20 mm in length, and de novo. The lesion was pre-dilated. Two cypher 3.5/23 mm stents were implanted in overlapping fashion. Angiographic success was achieved. The residual stenosis was 0%. The flow post-procedure was timi 3. There were no reported patient complications. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.